Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a superflex aspheric 920h iol. The healthcare facility reports that the lens optic broke during implantation.

Manufacturer narrative:
The ref. (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the optic of the superflex aspheric 920h iol broke during implantation. The healthcare facility has been asked to provide additional info in order to aid rayner in determining the cause of the event. Possible causes of the lens optic breaking during implantation are inadequate amount of viscoelastic, the user not utilising viscoelastic, the lens being trapped by plunger override due to fast motion, the user opening closed flaps and closing the flaps again before use and the user being unable to visualise the iol during the insertion process. The superflex 920h iol has been retained and is being returned to rayner as part of the investigation. The result of the device inspection performed will be provided in a follow-up report. Our review of production records for the superflex aspheric 920h iol batch 044e58063 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of MFR of the superflex aspheric 920h iol (april 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 044e58063.

Manufacturer narrative:
The device inspection performed concludes that the damage to the iol optic and haptic is consistent with damage caused as a result of a loading error. There is no device related adverse event associated with this case report.